Event description:
Report: (B)(4): llt codes: 10000486: acidosis I. Narrative: pt is a 62 y/o male admitted on (B)(6) 2025 for euglycemic dka iso missed insulin dose and sglt2i use. Patient is from (B)(6), here on vacation and supposed to fly back out on (B)(6) evening. Has good diabetes f/u with (B)(6). Patient states being well-controlled on insulin glargine 42 units bid and aspart ~5 units with meals for a while now (last alc 8.1 from (B)(6) 2025, doses consistent with jlv insulin prescription from (B)(6) 2025). Patient has not been able to self-administer his insulin the past few days d/t broken freestyle libre 3plus sensors and feeling unwell. Wife requesting to pick-up freestyle libre 3plus sensors here sensors already processed in anticipation for discharge (B)(6) 2025. Has adequate supply of all other medications. Diagnosis for use: empagliflozin, diabetes mellitus.